Manufacturer narrative:
The device was not yet returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
On (B)(6) 2018, during the closure of a (B)(6)-year-old patient's left tibial bone graft site, small amounts of "black specks" were seen in the wound. Thought it may have been dried blood, copious irrigation of normal saline was used at (1500pm). Approximately 1/2hr later at (1530pm), the surgeon had removed his ax2100bif ultralite pro headlight w/premium cable (luxtec) and noticed 1" x 4" residue of "disintegrating black foam" on his forehead. Therefore, the "black specks" may have indeed dropped into the wound. The faulty headlight crown was then bagged and labeled with a note. The headlight was sequestered and taken to clinical technology for evaluation. Around the head band, there are cushion pads held on by velcro. Each pad has a layer of fabric on both sides and foam rubber in the middle. On the headlight in question, the fabric layer was torn off on one side and the foam rubber was crumbling and deteriorated. All headlight in inventory were checked and it was determined all pads should all be replaced. It was reported that the original intended procedure was cleft palate repair. Additional information was received on (B)(6) 2018 from the customer as follows: the status of the patient after the procedures was ¿they saw some of the material in the surgical site. Not aware of anything else related to that patient¿. A delay in procedure due to product problem was noted as seeing the material and irrigated the site. It is unknown how long of a delay. Customer reported they don't believe the delay caused any patient impact.

Manufacturer narrative:
The product was not returned for failure analysis and no response to a request for additional information was provided. Failure analysis and determination of root cause is not possible given there has been a lack of information received to perform a complete investigation. Inspection of the image provided by the customer exhibiting the disintegrating black foam was performed. Some surface degradation was observed along with small, black particles on the surface around the black pad. The reported complaint was unconfirmed.

Event description:
N/a.